Event description:
It was reported the patient underwent an ipg implant procedure on (B)(6) 2019 and passed away in his sleep on (B)(6) 2019. The physician indicated the death is not believed to be related to the device or implant surgery.